Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was burning at the generator site. The outcome was resolved without sequelae. Interventions included cold compress over site. Interventions included explanting and not replacing the device. The event resulted in an unscheduled clinic or office visit. The patient experienced a burning sensation and pain at the generator. The site was tender. Surgical observation found no observation of burn noted externally or in either lumbar or generator site wound. The etiology was noted as device or therapy related and not related to the implant procedure. The etiology was noted as implantable neurostimulator (ins) pocket. Relevant medical history included: spinal pain, complex reg pain syndrome type ii.